Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision surgery was performed due to pain, swelling, dislocation and infection. It is unknown the device or devices involved, how was the procedure finished and if there was a surgical delay. No other complications where reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, it was reported no relevant requested clinical information, or the device will be provided. Therefore, we are unable to confirm the reported pain, swelling, dislocation and infection nor can a root cause be determined. Per report, the device or devices involved are unknown, it is unknown how was the procedure finished or if there was a surgical delay. Since no other complications where reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, post-operative healing issue, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.